Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: there were no errors, alarms or warnings observed in the black box history associated with the reported complaint. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the ez-prime steps with no unusual motor errors or noises occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms or motor issues occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The returned battery cap was used to complete the investigation. The reported motor issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On 06/22/2015, the reporter contacted animas alleging a motor issue and a motor noise issue. Animas customer technical support (cts) has made multiple attempts to try and obtain additional information regarding the motor issue and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.